Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, air ingress and a leaky valve was noted. The physician tried to replace the sheaths and catheters following this event. The procedure was completed with alternative devices. No patient complications were reported. The device will not be returned for analysis as they were disposed. No further information was provided.